Event description:
It was reported the front wheel detached from the chair. There was no incident or patient involvement associated with the reported issue.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the subject stair chair. The reported issue was confirmed, the wheel assembly was repaired and the chair was returned to service.

Event description:
It was reported the front wheel detached from the chair. There was no incident or patient involvement associated with the reported issue.